Event description:
(B)(4). Event occurred in the united states. The patient reported that the tubing was coming out of the site, woke up in the morning and the tubing was hanging. The patient went to the store and came home, and the tubing was hanging. The patient went to change the site and the tubing was not connected to the site. The location of detachment was at the quick release. Patient's blood glucose level was 400 mg/dl and self-treated it with the pump. The site location was at the right hip and the pump was worn in the middle of the bra. The infusion had been in use for 3 hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. It was uncertain whether there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.